Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with multiple episodes of non-sustained oversensing due to post-paced t-wave oversensing. Programming changes were made.